Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-dec-2020 this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple allergies ("allergies"), myalgia ("muscle pain") and headache ("headache"). Essure was removed on (B)(6) 2018. At the time of the report, the multiple allergies, myalgia and headache outcome was unknown. The reporter provided no causality assessment for headache, medical device removal, multiple allergies and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple allergies ("allergies++++"), myalgia ("muscle pain") and headache ("headache"). Essure was removed on (B)(6) 2018. At the time of the report, the multiple allergies, myalgia and headache outcome was unknown. The reporter provided no causality assessment for headache, medical device removal, multiple allergies and myalgia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.